Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle cannula was found detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found the wire basket assembly extended and the tip was intact. The thumb ring was cracked, detached from the handle, and marks were present showing signs of being under a lot of pressure. Further evaluation of the thumb ring and handle show coincident marks that indicate proper assembly. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly. Dimples were visible on the handle and were properly located. Drag marks were present indicating that the cannula was forcibly pulled out from the set screws. During the evaluation, the handle label was been removed exposing the set screws which were found to be present in the handle assembly. Distal screw is within specification. The sheath was torn from the distal tip and the side car-rx presented pushback out of specification. The evaluation concluded that during the procedure, excessive manipulation of the device, and interaction of the scope or other devices most likely contributed to the side car-rx pushback, sheath torn, and handle condition. The thumb cracked and the handle cannula detached probably due to the excessive force applied to the handle. Therefore, the most probable root cause of this complaint is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a lithotripsy procedure performed on (b)(6 2017. According to the complainant, during the procedure, the handle cannula was found detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.